Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, suffering, disability and impairment. Associated MDR: 1018233-2013-02410.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "complications associated with the proper implantation of the avaulta plus biosynthetic support may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/ too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/ or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/ or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
Per additional information received, the patient has experienced dysuria, urinary urgency, frequency, burning, incontinence, hematuria, pelvic pressure, abdominal pain, back pain, treated multiple times for urinary tract infections with different antibiotics despite negative urine cultures, ((B)(6) 2012) the vagina demonstrated an area of mesh extrusion toward the posterior vaginal apex approximately 7 x 8 mm, palpation toward the midline posterior vagina produced some sharp pain that was similar to her symptoms, but not the location of her symptoms, cystoscopy ((B)(6) 2012) showed no evidence of mesh erosion in the urethra and no extrusion in the vagina, there was a friable vaginal introitus and periurethral area and estrace vaginal cream was recommended, continued to have urinary symptoms during 2013, examination ((B)(6) 2013) revealed a 1 x 1cm extrusion of the graft in the posterior midline but no anterior defects; on palpation the area of extrusion did not correlate with the urinary symptoms.

Manufacturer narrative:
(B)(4).